Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This was reported to have occurred during the two weeks prior to (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) exactamix 2400 valve sets leaked at the ports. This occurred during compounding of a lipid emulsion. There was no patient involvement. No additional information is available.